Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation and verified the reported issue. During evaluation physio observed event codes in the device history which are associated with a failure to deliver defibrillation and abnormal (monophasic) delivery of defibrillation. Physio also observed the device was unable to deliver energy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device provided an "abnormal energy delivered" message during use. In this state the device may not be able to appropriately deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted physio-control to report that their device provided an "abnormal energy delivered" message during use. In this state the device may not be able to appropriately deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control further evaluated the customers device and due to off label use by the customer a shorted transistor designator q8 on the device h-bridge was determined to be the cause of the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Root cause is due to an off label use by customer.